Event description:
Procedure type: seps. According to the reporter: while inflating, the balloon ruptured inside the patient cavity. The balloon was removed whole and a new one was introduced. There was no report of pieces falling into the cavity or impacting the patient. No patient injury was reported.

Manufacturer narrative:
Initial report sent: 10/19/2007.